Event description:
Treo proximal clasp would not release bare metal struts. Green liner was retracted after bare metal; near visible green liner was separated. This allowed clasp to retract 3 or 4 mm further distally, but proximal bare metal struts still would not release. Green liner was then cut and retracted approximately 10 mm. This further retracted clasp and allowed bare metal struts to deploy, but also cause wire to freeze inside delivery system. Delivery system was then released from leave-behind sheath and attempts were made to withdraw delivery system with wire frozen through leave-behind sheath. As delivery system was retracted through leavebehind sheath, proximal tip of delivery system stopped moving distally, even though device was being retracted distally. Entire system was then withdrawn from groin as single unit. Patient outcome - "patient did well despite device problem - no adverse outcome or untoward effects."

Event description:
Treo proximal clasp would not release bare metal struts. Green liner was retracted after bare metal; near visible green liner was separated. This allowed clasp to retract 3 or 4 mm further distally, but proximal bare metal struts still would not release. Green liner was then cut and retracted approximately 10 mm. This further retracted clasp and allowed bare metal struts to deploy, but also cause wire to freeze inside delivery system. Delivery system was then released from leave-behind sheath and attempts were made to withdraw delivery system with wire frozen through leave-behind sheath. As delivery system was retracted through leave-behind sheath, proximal tip of delivery system stopped moving distally, even though device was being retracted distally. Entire system was then withdrawn from groin as single unit. Patient outcome - "patient did well despite device problem - no adverse outcome or untoward effects."